Event description:
It was reported that failure to capture was observed on the atrial lead. The device was interrogated and programming changes were made to disable therapies and only pace in the ventricle (vdd). The patient was awaiting a repositioning of the atrial lead. It is unknown if the atrial lead is an abbott lead. The manufacturer was not provided and could not be confirmed.